Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: surgeon's name? Dr. (B)(6). Provide the patient's age, weight, and bmi at the time of the index procedure - this information is not available. What was the state of the tissue (normal, thin, calcified, fragile, diseased)? - I do not have information. How was the suture placed (interrupted or continuous)? - they always use continuous technique, sometimes american technique, in other cases they use subdermal technique how was the suture tied (square knot or multiple knots at one end)? - there is no information on specific cases. What dehiscent tissue? - the skin. Does anyone know how the wound was dehiscted? Have the sutures become untied, torn, or detached from the tissue? - no information available. Were there any patient stressors that led to the suture becoming untied, breaking, or coming out of the tissue? - no information available. Date/time of onset of dehiscence? (# days after the operation) - according to the report: procedure: caesarean section performed on (B)(6) 2024 where skin suture was performed with 3-0 prolene. The patient was readmitted on march 13 due to suture dehiscence. How was the dehiscence managed? Patient in pop cesarean section due to unfavorable cervix at 38+3 weeks (mar 2 - 11:50h) and non-severe preeclampsia. She was admitted to the outpatient clinic due to removal of stitches, where she was redirected to the emergency room due to seroma and a stitch that did not yield when pulled. She is admitted for point withdrawal. Together with dr. Valentina, she is infiltrated with 2% se lidocaine, a 2mm incision is made with a 11 scalpel, the right edge knot is extracted, the stitch is cut and removed without complications, without bleeding. She is discharged with warning signs and recommendations. Patient understands and accepts. Describes any surgical interventions required for wound dehiscence, including the date and findings. Did the surgical surgeon observe any suture deficiencies or abnormalities before, during, after suture placement, or during any reoperation? I do not have information describe the appearance of the suture during the second procedure. - I do not have information. What symptoms did the patient experience after the index surgical procedure? Start date? - only the information provided in the previous questions is available. Any other relevant patient history/concomitant medications/previous surgeries? - no information is available. Any history of wound dehiscence or diabetes? - no information is available. What is the physician's opinion regarding the etiology or contributing factors to this event? - they only say that it is something that has become frequent. What is the patient's current status? - no information available. Product code and lot number? - this information is not available. However, in the institution they usually use proleneblue3-0 45cm1ps-1 pr ref. (B)(4) for skin suturing. The lot is unknown. Corrected information: b2, d1.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Surgeon¿s name? Please provide the patient's age, weight, bmi at the time of index procedure. Please clarify the revision date ((B)(6) 2024)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Is it known how the wound dehisced? Did the sutures untie, break, or pull out of the tissue? Were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days). How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications/ previous surgeries? Any history of wound wound dehiscence or diabetes? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number?

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2024 and suture was used to suture skin. The patient was readmitted due to suture dehiscence. Medical note attended: ¿patient in pop. She was admitted to the outpatient clinic for removal of stitches, where she was redirected to the emergency room due to a seroma and a stitch that did not yield when pulled. It is entered for point withdrawal. It is infiltrated, an incision is made, the right edge knot is extracted, the stitch is cut and removed without complications, without bleeding. It is discharged with warning signs and recommendations. Patient understands and accepts. Additional information was requested.